Manufacturer narrative:
Internal report (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause mlc-40-user's test strip had poor fill test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 30 and 35mg/dl. The expected fasting blood glucose test result range is 87-115mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is stored according to specification in the bedroom. During the call on 11/19/2018, a blood test was not performed by the customer. The test strip lot manufacturer's expiration date is 5/23/2020 and open vial date is nov 2018. The meter memory was reviewed for previous test result history. (B)(6). Customer called maintains his blood glucose level very well. He noticed that on two occasions the meter read30 and 35mg/dl done fasting (asymptomatic). Customer normally does his blood only as a fasting.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 30 and 35mg/dl. The expected fasting blood glucose test result range is 87-115mg/dl.. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is stored according to specification in the bedroom. During the call on (B)(6) 2018, a blood test was not performed by the customer. The test strip lot manufacturer's expiration date is 5/23/2020 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history. (B)(6). Customer called maintains his blood glucose level very well. He noticed that on two occasions the meter read30 and 35mg/dl done fasting (asymptomatic). Customer normally does his blood only as a fasting.